Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
The brush head came off of handle [device breakage]. Brush has a charge flashing...it doesn¿t charge anymore. -oral-b/oral care refills [device power source issue]. Case narrative: consumer stated via e-mail that consumer bought electric toothbrush the second time and it doesn¿t charge anymore, and the brush head came off of handle (same thing has happened as in the past). It has a charge flashing, it¿s not working, and it¿s not charging. No injury was reported.